Event description:
Procedure: lap hepatectomy. According to the reporter: the endo clip jaw did not release after a full squeeze on handle. The jaw was locked on tissue and could not be opened. Dissection was done to allow another clip applier to clip on the vessel and part of tissue was cut in order for clip and tissue to be removed.

Manufacturer narrative:
(B)(4).